Event description:
It was reported by the affiliate that the (1) tsb45 was used during a video assisted wedge procedure. It was reported that the anvil was dislodged. There was no problem with the stapling or cutting. The case was completed with a new instrument. There was no consequence to the patient.